Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with an attached sample port connector and cut portion of inlet tubing. Visual inspection of the catheter surface noted a tear around the entire circumference of the balloon. There were no missing pieces found. Active length of the catheter balloon was measured (0.7395"") and found to be within specification (0.6"" - 0.9""). The catheter was confirmed to be 16 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "(4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]"

Event description:
It was reported that the catheter balloon burst on the 2nd day after placement. It was later reported per additional information provided from the ibc via email on 15 february 2019; there were no missing pieces to the burst balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon burst on the 2nd day after placement. It was later reported per additional information provided from the ibc via email on 15 february 2019; there were no missing pieces to the burst balloon.